Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly lost connection during use. Customer stated that the medication cart was bought into the operating room to prevent any delays in dispensing medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device's hard drive was full due to an operating system file being corrupted. Hard drive was reimaged to resolve. Performed functional tests and confirmed the system functioned as intended.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es system is continuously losing connection. The customer stated they can reset the machine and it will work for a day or two and then lose connection again and the device needs to be rebooted. Sometimes connection is lost during a case. Customer stated that the medication cart was bought into the operating room to complete the procedure. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from (B)(6) 2021 to (B)(6) 2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the malfunction was due to c drive full storage. The station was reimaged, worked with customer it team to get station online and data updated. The system functioned as intended after the field service engineer troubleshot the device.